Event description:
The capsule failed to deploy and became separated from the deployment device. It was found in the pharynx near the epiglottis. This required tracheal intubation before retrieval of the capsule. The pt suffered no adverse effects from the procedure.